Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 7 devices were received. Event confirmation status: 7 reported events were confirmed. Evaluation results: 7 devices were found to be affected by bent foot. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes 7 malfunction events in which the device was bent. 7 events had no patient involvement; no patient impact.